Event description:
Two drs were performing a routine upper endoscopic procedure. Spirus sales rep was present. Dr(second) had not been trained on endoscopy using the spirus overtube. Sale rep noted to first dr that second dr had not been trained, but the first dr wanted him to assist. Second dr had some difficulty controlling the scope and overtube as one unit. Pt anatomy presented with some tight curves which hindered advancement and prevented entry into the small bowel. Three attempts to advance as a coupled unit were made. On the 4th attempt to advance the scope through the stationary overtube, the tip of the endoscope created a perforation in the second section of the duodenum. The pt required a subsequent laparotomy to repair the perforation. Pt recovered without incident and was released from hosp.